Manufacturer narrative:
Bwi equipment in use:c3 system sn: (B)(4), stockert sn: (B)(4), coolflow pump sn: (B)(4), acunav ultrasound catheter, catalog: 10135936, serial # unknown, catheter disposed of.(B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an afib ¿ paroxysmal procedure suffered a cardiac tamponade and surgical intervention which required pericardiocentesis. A pericardial effusion was noticed on ice, as well as a decrease in patient blood pressure, and the ablation was aborted. A pericardiocentesis was performed; CPR administered and blood transfusion given before sending the patient to the or for surgical intervention. The patient remains in stable condition. The patient was taken to surgery and the CT surgeon could not find a perforation, so it is thought the spot sealed up. The patient was given 80 mg protamine, fresh frozen plasma (ffp) and blood immediately following pericardiocentesis. The patient stayed in hospital 3 days. The outcome of the adverse event was fully recovered. The physician¿s opinion regarding the causality of adverse event was procedure-related.